Event description:
It was reported that during implant of the ventricular lead, the lead was too short for the patient's anatomy. The lead was not used and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed and no anomalies were found. There was blood in/on the helix mechanism.